Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. Current repair. Product evaluation: product review of the skin graft mesher sn (B)(6) by zimmer-taiwan on 27 may 2020 revealed that the comb was damaged. Product repair: repair of the device was performed by zimmer-taiwan on 27 may 2020 which included replacement of the following: comb. The device, serial number (B)(6), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of this device has been completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that this device was found to have a damaged/bent comb during kit inspection. No adverse events were reported as a result of this malfunction.